Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Defect reported was confirmed by the picture the customer provided.

Event description:
As reported by the user facility: the user reported that the infusion pump began alarming with red alerts before suddenly powering off, interrupting the levophed infusion. This caused a drop in the patient's blood pressure. The following error was noted in epic: "pump stopped communicating." The user manually reprogrammed the pump to resume the infusion. Medication order: norepinephrine (levophed) 4 mg in 0.9% sodium chloride 250 ml infusion.